Event description:
It was reported that the 30 degree endoscope plus image was mirror-inverted to camera position. There was no report of patient involvement or injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue with the endoscope was found out after the procedure during the central processing. The procedure was completed with a back-up endoscope with no patient harm and no delays.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 30-degree endoscope plus to perform failure analysis. The 30-degree endoscope plus was analyzed and the reported failure was not confirmed or replicated. The endoscope was visually inspected and found with cosmetic damage. The cable-integrated connector housing exhibited discoloration.